Manufacturer narrative:
(B)(4). Device manufacturer dates: lot 101215 - 12/15/2010; lot 110112 - 01/12/2011. Method: four complaint chambers with lot numbers 101215 and 110112 were returned. The four complaint chambers were visually inspected and performance tested by attaching them to a water bottle. Results: the visual inspection revealed no physical damages to the complaint chambers. When connected to the water bottle, water flowed into the four complaint chambers normally. The chambers filled successfully, 5mm above the base and stopped below the maximum line. Conclusion: we were unable to replicate the reported fault as observed by the customer. No fault was found with the four complaint chambers. The mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. The mr290 user instructions illustrate that the water source (bag or bottle) must be mounted a minimum of 50 centimeters above the chamber to ensure proper water flow. It also advise that the filter cap must be opened if a water bag or bottle is used. The user instructions also state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported via our distributor that four mr290 vented autofeed humidification chambers filled with little amount of water when connected to a water bag. The hospital further reported that the amount of water supplied increases occasionally during use. No patient consequence was reported.